Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. The reported event was confirmed via product review. Visual examination of the returned device found it to exhibit signs of repeated use and is fractured. Review of the device history records identified no deviations or anomalies related to the reported event. Prior investigation into this type of device issue determined that the likely root cause for the tasp fracture is bending/torsional loading on the device, and action was later implemented to change the design to prevent fracture. As this device was manufactured prior to the design modification, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. No more information is available.